Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s dexcom app and dexcom receiver displayed an estimated glucose value (egv) of approximately 300 mg/dl after sensor insertion on the arm. Because the patient did not feel symptomatic for hyperglycemia, he performed a manual bg check, which measured 198 mg/dl. There was no indication that the cgm was calibrated at that time. At approximately 4:00 pm, while the patient was asleep, his wife¿s dexcom follow app alerted her to an egv of about 69 mg/dl. She attempted to wake him, but he was unresponsive. She immediately called 911. No manual bg check or medication was administered prior to paramedic arrival. Upon arrival, paramedics measured the patient¿s bg at approximately 36 mg/dl, while the cgm was reading 87 mg/dl. The paramedics administered a glucagon injection and transported the patient to the emergency room (ER). The patient reported regaining consciousness in the ambulance. At the ER, a subsequent bg reading was approximately 82 mg/dl. The attending physician stated this result was inaccurate, though the corresponding egv was not disclosed to the patient. The patient received dextrose in the ER. During treatment, the patient¿s egv was around 60 mg/dl, while the bg measured approximately 300 mg/dl, likely due to the glucagon and dextrose. Despite the elevated bg, the ER staff administered roughly 25 units of insulin via injection. The patient was discharged later that evening at approximately 9:00 pm. At discharge, his bg was around 190 mg/dl, while the egv was approximately 65 mg/dl. The patient reported feeling better following the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient was unresponsive and when they arrived at the hospital. The reported glucose values fall within the c zone of the parkes error grid when the paramedics arrived, while in the hospital and upon discharge. No additional patient or event information is available.